Manufacturer narrative:
The biomedical engineer reported that the multigas unit was displaying a gas check water trap message. They replaced it with another gas unit and it functions fine. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following besdside monitor was used in conjunction with the gf-210ra: bedside monitor: model: bsm-6701ra, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit is displaying a gas check water trap message. They replaced it with another gas unit and it functions fine. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multigas unit was displaying a gas "check water trap" error message. They replaced it with another gas unit, and it was functioning properly. No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: as the gf-210ra was returned for evaluation and the issue could not be duplicated, root cause cannot be determined. Per the operator's manual for gf-210r, 0614-905501e, the cause of the "gas check water trap" error message is related to improper setup of the device or use of an unspecified sampling line. Evaluation by nk repair center did not duplicate the issue and did not observe any errors. No further issues were reported with the device after the customer received it following the evaluation. Additional information: b4 date of this report d8 was this device serviced by a third party? D9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that the multigas unit was displaying a gas "check water trap" error message. They replaced it with another gas unit, and it was functioning properly. No patient harm was reported.